Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was successfully downloaded using the thump software. The adapt tool was utilized to search for any delivery-related alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. No delivery anomalies were noted during testing or in the download history review. The baat tool was utilized to search for any failed battery test alarms. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Unit passed the sleep current measurement and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Unit tested successfully. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies were noted. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, cracked case, and cracked case (battery tube). In conclusion, the customer¿s allegations of a no delivery/occlusion alarm and failed battery test were not confirmed due to the unit being tested successfully and no relevant alarms being noted in the history review. Customer allegations of damage to the case were confirmed during visual inspection when a cracked case and cracked battery tube compartment were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s pump was cracked and rejected new batteries as bad. The customer also experienced random no delivery alarms, prolonged sensor updating lasting hours, and change sensor errors. The customer reported no adverse event. The event involved product(s) mmt-342 , mmt-1884l, mmt-7040a, unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-342. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.